Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the battery cap could not be removed and reported power losses. The reporter stated that the battery cap could not be secured down and was unable to confirm whether or not there was damage to the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history showed a low battery warning and a replace battery alarm preceding a reboot. The voltage in the history was observed to be low. A visual inspection of the pump showed that the battery compartment was damaged; however, the battery cap had stripped threads. The battery cap was difficult to both remove and affix to the pump. The battery cap contact dimensions were found to be within specifications. The pump powered on normally with no alarms; and was exercised for 24 hours with no alarms or power issues. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.